Event description:
Report received of an underdelivery. The pump was programmed to deliver an unspecified medication at a rate of 100ml/hr on the secondary line. It was reported that half of the amount infused in the expected time. The unit manager reported that the unit protocol is to replace any pump which is not delivering as expected. There was no reported adverse patient event. Though requested, no further info was available.